Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was in a severely tortuous and severely calcified coronary artery. A 4.00x20mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent dislodged. The physician performed surgery to remove the dislodged stent and the procedure was ended. No further complications were reported, and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 4.00 x 20 mm stent delivery system was returned for analysis with the stent detached. A visual and microscopic examination of the stent found the stent detached from the sds, and the entire length of the stent stretched and damaged. The stent outer diameter measured at time of manufacture was within maximum crimped stent profile measurement. The balloon was reviewed, and the balloon cones appear folded, and crimp markings are evident on the exposed balloon wall. A visual and microscopic examination of the bumper tip found no evidence of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was in a severely tortuous and severely calcified coronary artery. A 4.00x20mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent dislodged. The physician performed surgery to remove the dislodged stent and the procedure was ended. No further complications were reported, and the patient's status was stable.